Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv ventilator could not ventilate. Additionally, the ventilator would not stop alarming and the screen was flashing. The customer advised there was no patient involvement associated with this event.